Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the first hand piece started and stopped during use. A second hand piece was used to successfully complete the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.